Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact on the customer's blood glucose level. The customer was instructed to plug the wall adapter into a working outlet and wait at least 30 minutes, which successfully resolved the issue as the pump began charging, and no further assistance was required.